Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inner cannula would not twist and lock when changing tube on patient in ent outpatients. There was no patient injury/harm reported.